Event description:
It was reported that the customer experienced an occlusion alarm, which caused the blood glucose level to display as "high," a specific value was unknown. The customer administered a correction injection and changed the infusion set and cartridge to resume normal insulin delivery. Occlusion alarms continued, clinical troubleshooting has been exhausted, a replacement pump was sent to the customer.